Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2021, mentor became aware that the suspect medical device's lot number is 5751819. In addition, the patient was also diagnosed with glandular ptosis and underwent bilateral capsulorrhaphy. A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Since the date of implantation provided was prior to the manufacturing date of the device, the date of implantation has been updated to a best estimate. When clarifying information becomes available, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, an analysis of the device's photo was completed: upon visual evaluation of the image provided in the complaint, two implants were observed, and one of them was observed deflated. On (B)(6) 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak test, microscopic examination, and thickness measurement of the returned device. During the visual analysis of the returned sample sm mpps dv 500cc no apparent damage or visual anomalies were observed. Leak testing was performed in accordance with mentor's procedures. Findings revealed a tear on the anterior view, near the valve. A microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: according to the product insert data sheet, the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears, and subsequent deflation may occur. Use only the fill tube stylet provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly. A second product was received (lot-5688729). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a primary breast augmentation with unknown mentor smooth saline breast implants experienced left-sided implant deflation postoperatively. Deflation was diagnosed by physical examination. As a result, the patient underwent explantation on (B)(6) 2021.

Manufacturer narrative:
Mentor received additional event information that the patient underwent replacement with unspecified mentor saline breast implants (B)(6) 2021. Mentor also received additional information regarding the suspect medical device (500cc mentor smooth round moderate plus profile saline breast implants) and two lot numbers 5688729 and 5751819 were provided; however, it is unclear which lot number belongs to the suspect medical device. If additional information is received, a supplemental report will be submitted as applicable. A manufacturing record evaluation (mre) was performed for both lot numbers provided, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).